Manufacturer narrative:
Motor error alarm during rewind due to corroded home switch. Unable to perform basic occlusion, displacement test, excessive no delivery alarm test and occlusion test due to motor error alarms. Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Moisture damage noted on electronic ...

Event description:
Customer reported that the insulin pump did not alarm no delivery. Customer stated that they changed the set and woke up in the morning with blood glucose readings of 600 mg/dl. It was noted that there was a kink in the tubing however the insulin pump never alarmed. The cannula was also noted to be bent. Customer has treated the high blood glucose readings with a shot. The high pressure test was performed and it was noted that he insulin pump did not alarm in less than 5.0 units. No further information reported.